Event description:
Per md, "beads" on catheter were movable rather than stationary; therefore, led to erroneous placement of laser fiber within the catheter. This led to catheter melting and being retained in the patient. Surgeon called in to remove returned piece.